Event description:
Subject surgeon used experimental implant to stimulate bone growth during neck fusion surgery, subject is (B)(6). Glue failed and device not located for removal. Client has been metal poisoned from the titanium, lost both knees, lost all teeth which grew points towards brain, has had tendon release both feet, suffered heart attack, grew bone spurs both shoulders. Subject failed to report to FDA the glue failed to provide care, none spur front of throat causing swollen and speech differences. Dental extractions done (B)(6) USA. Client also had signs of fluoride poisons as two lower teeth rotten completely through. Product implant lost within body. Why was the person using the product? It was implanted during neck fusion surgery. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Did the problem return if the person started taking or using the product again? Didn¿t restart. FDA safety report ID # (B)(4).